Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported alarm - error codes / messages. Calibration error. There was no patient involvement.

Manufacturer narrative:
D9: correction.

Event description:
The customer reported alarm - error codes / messages. Calibration error. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the sleeve drive arm. A review of the device history record showed the device had a manufacture date of (B)(6) 2019.the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported alarm - error codes / messages. Calibration error. There was no patient involvement.